Manufacturer narrative:
Device (B)(4) is related to (B)(4) for the reported event of wire broke. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a gastroscopy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the biopsy forceps were place at the biopsy site. The forceps were opened, however they were unable to be closed in order to take a biopsy. The biopsy forceps and scope were removed in tandem from the patient. Once removed it was noted that the dual pull wires were broken on one side. The procedure was completed with a different device. There were no patient complications reported as a result of this event.